Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture wing disconnected from the catheter.

Manufacturer narrative:
Evaluation summary a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture a catheter was observed, over a surface in a relaxed position. It was observed in this photo that the catheter showed signs of use and did not have the suture wing attached. In the second image the suture wing was observed separated from the catheter and it was attached with sutures to a part of the patient's body. The catheter cannot be seen in this picture. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, the root cause could not be determined. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.